Event description:
The passeo-14 balloon catheter was chosen for treatment. The device was advanced into the target lesion and was inflated as usual but the balloon would not hold pressure.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. During the technical investigation the reported complaint event could be reproduced. Already upon flushing the guidewire lumen, water leaked from the inflation port at the device hub. During balloon inflation the pressure did not hold and water leaked from the guidewire port at the device hub. The leakage could be identified at the distal weld inside the device hub and was most likely induced during the welding process. The root cause for the reported event is therefore most likely related to the manufacturing process. The relevant internal departments were informed about the investigation results. It should be noted that passeo- 14 is indicated for balloon dilatation of the stenotic portion of a lower limb artery for the purpose of improving perfusion.

Event description:
The passeo-14 balloon catheter was chosen for treatment. The device was advanced into the target lesion and was inflated as usual but the balloon would not hold pressure.

Manufacturer narrative:
Please note that the initial report was submitted by biotronik, inc. ((B)(4)). The final report was submitted by biotronik ag ((B)(4)). The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. During the technical investigation the reported complaint event could be reproduced. Already upon flushing the guidewire lumen, water leaked from the inflation port at the device hub. During balloon inflation the pressure did not hold and water leaked from the guidewire port at the device hub. The leakage could be identified at the distal weld inside the device hub and was most likely induced during the welding process. The root cause for the reported event is therefore most likely related to the manufacturing process. The relevant internal departments were informed about the investigation results. It should be noted that passeo- 14 is indicated for balloon dilatation of the stenotic portion of a lower limb artery for the purpose of improving perfusion. Additional information: the most probable root cause was identified as a leak at the distal weld inside the hub of the affected devices. Excessive heat exposure during the distal soft welding process was determined to favor the formation of leaks, indicating a link to the manufacturing process. As a part of the corrective action, process parameters for distal soft welding were optimized by reducing maximum welding power. In addition , the pressure testing procedure was refined to ensure consistent detection of potential deviations by adapting the positioning of the wire during testing. The risk assessment of the corrective action confirmed that, considering the event rate and the potential harm to patients, the associated risk is negligible. The final effectiveness test demonstrated that the corrective action was successful. Since its implementation, no further complaints with the same root cause have been reported.